Event description:
On (B)(6) 2012, patient reported she has tried to change her basal rates on the infusion device for the overnight hours and they will not save. Patient stated she was trying to change the hours from 11 pm - 6 am. Patient reported she was attempting to change the basal rate from 0.5 to 0.3. Patient stated she pressed the check key twice to ensure they save and when she went back into her basal rate profile, they had saved. Patient reported she experienced a low blood glucose incident in the overnight hour. Patient stated her daughter found her unresponsive and called the emts. Patient reported when the ambulance arrived they tested her blood glucose level and it was 16 mg/dl. Patient's normal blood glucose range is 80-120 mg/dl. Patient stated the paramedics gave her an IV drip of glucose and when she arrived at the hospital her blood glucose level was in the 200's mg/dl. Patient reported the hospital allowed her to do a correction bolus for the reading in the 200's mg/dl and let her go home. Patient was not admitted to the hospital. Patient stated when she arrived at the hospital, she checked her basal rates and they had defaulted back to what they were prior to her making the changes. Patient reported she had no other error messages on the infusion device and she changed the battery prior to making the basal rate changes. Had patient insert a new battery. Patient stated she is not aware of a time frame as to when they changed back. Patient reported she changed the basal rates again yesterday morning and as of today they are still the same. Patient stated she has to check them every morning and evening to ensure they haven't changed back to what they were before she changed them. Advised patient to go on backup infusion device. Requested return of the alleged infusion device for evaluation.